Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including prime alarm test, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Insulin pump had an intermittent button response noted due to moisture damage on keypad traces. No ramping numbers noted on the display, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.